Event description:
It was reported that when the device was used during a laparoscopic tubal ligation procedure, the shield would not retract. Opened another device to complete the case. There was no consequence to pt.